Event description:
It was reported by the patient that her device 'sticks out' or is 'bulging out'. She said they had to move the pacemaker below the muscle and it has 'moved 2 inches' since the surgery. She also said she was concerned that the leads were 'crooked' and that you can 'see them through the skin'. She said doctors have told her the device is functioning 'normal'. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.